Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022-(B)(6) 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 7 similar complaints with the same failure mode for this serial number. Case: (B)(4) ¿ fh drawer has ball bearings and the rails are bent. Drawer will not close. Case: (B)(4) ¿ med es - failed drawer. Case: (B)(4) ¿ med es-drawer stuck in open position, drawer rails need to be replaced. Case: (B)(4) ¿ failed drawer. Case: (B)(4) ¿ drawer keep failing. Case: (B)(4) ¿ drawer keep failing. Case: (B)(4) ¿ drawer failures. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was not sensing closed/open. A field service engineer found latch sensor operational, but position sensor was not operational, so replaced the position sensor, then tested the drawer operation in diagnostics successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system experienced a main drawer 2 failure. The user was unable to unload the medication. There were no adverse events or injuries reported based on this incident.